Manufacturer narrative:
An analysis of the device's photo was completed: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. FDA correction/ removal reporting no. 3005423519-10/12/2021-001-r manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 225cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via an ultrasound examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9572394 sn: (B)(4) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9546472 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 225cc breast implant was found to have a tear extended from the anterior to the posterior view, measuring approximately 7.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r on december 7, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).